Event description:
A surgeon reported that a patient who underwent lasik surgery was over corrected. The surgeon performed a lasik enhancement, followed by a photorefractive keratectomy (prk) enhancement. After the second enhancement, the patient was described a soft contact lens to sharpen the vision.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).